Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure to treat atrial fibrillation (afib), a faradrive steerable sheath clear was selected for use. Upon aspiration, the physician observed excess air coming from the sheath, accompanied by an audible air leak, which appeared to originate from the center hub. There were excessive bubbles observed in the aspiration syringe. The device was removed and replaced with a new sheath. The procedure was completed successfully without any patient complications. The original device is not expected to be returned, as it was disposed of.